Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation:the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: during investigation, the pump powered on with the audible sound function was unresponsive. The pump case opened and the contacts for the audible alarm were found not tobe making an electrical connection. The audible sound responded properly after realignment of the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter stated that the pump is no longer making any sounds. It does not give alarms or beep at all. This just became an issue a few days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.